Event description:
Consumer alleges his humidifier emitted smoke. There were no reports of injury or property damage with this incident.

Manufacturer narrative:
Consumer was sent a prepaid label for return of the product.